Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, the valve had been dismantled. The wireform was not intact and was cut at two (2) leaflets near their commissure. The wireform ends were not able to be matched up and the ends appeared bent/crimped. In addition, both bands had been removed from the valve. Two (2) leaflets had been cut, and two (2) leaflet fragments were returned. The leaflet fragments were not able to be matched up with the valve. However, the leaflet fragments and the remaining leaflets on the valve had the same color and appearance. It appeared that there were some leaflet sections that were not returned with the valve. Minimal host tissue was observed on the leaflets. X-ray demonstrated heavy calcification on leaflet 1 and on the returned leaflet fragments. Also returned, were fragments of host tissue and sewing ring. Additional manufacturer narrative: despite attempts to receive further information regarding the event, no additional details were provided. Although the root cause for this explant cannot be confirmed, evaluation of the returned device demonstrated host tissue and calcification likely played a roll in the explant. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Although patient factors are believed to play a crucial role, abnormal or severe pannus growth can eventually affect the function of the valve. Calcification is a well-recognized failure mode of bioprosthetic valves and many factors can contribute to its onset and propagation. These can include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on bioprosthetic heart valves for calcification and pannus, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm bioprosthetic mitral heart valve was explanted after ten (10) years due to unknown reasons. Another heart valve was used in replacement and there were no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ in the intensive care unit.

Manufacturer narrative:
Corrected data: correction on pt identifier.

Manufacturer narrative:
The reported clinical observation of calcification, thickened leaflets, and pannus formation was confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. It is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through further investigation, the edwards surgical valve was explanted due to stenosis and regurgitation. The condition of the explanted valve was reported as ¿thickened leaflets, calcification and pannus formation around the valve were observed¿. The doctor commented that this explant seems to be relatively early as the patient became heart failure due to mitral stenosis and regurgitation after 7 to 8 years from the surgery. The doctor also commented that he thought this explant was the result of many causes like patient history.